Event description:
In 2001, the user facility's central supply informed the MFR's rep of the following: plastic introducer torn with kink. Stated "snipped end" of that introducer and again unable to introduce introducer into vein. Open another kid, same catalog and lot number attempted with same this time cannulation was successful.